Manufacturer narrative:
Investigation summary: review of the data shows the sample to be around the limit of detection (lod) of both tests. Root cause: sample near limit of detection of assay; source: email.

Event description:
Customer reporting false negative sars result on a newly symptomatic patient. Customer communicated that the sample tested negative with a value near the threshold but positive on another molecular method with a value just above the threshold (CT 38).